Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 70.0 cm to 70.4 cm and at 71.0 cm to 71.3 cm from the connector pin.